Event description:
It was reported that drug leakage occurred past plunger with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from german to english: I have already had several of these syringes, which leak when cytostatic drugs are applied to the plunger.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. H3 other text: see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that drug leakage occurred past plunger with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(4) to english: I have already had several of these syringes, which leak when cytostatic drugs are applied to the plunger.